Manufacturer narrative:
Date of event: the true event date was not reported. The date the article was published was used as an estimate. Article citation: saylan b, caliskan t, canoglu k, ulucan ae, yilmaz at. Analysis of pulmonary embolism patients treated with ekosonic endovascular system. Turk gogus kalp dama 2020;28(2):301-307.

Event description:
It was reported via literature that a pulmonary hematoma occurred. Between january 2018 and march 2019, a total of 15 patients underwent ultrasound-accelerated thrombolysis using the ekosonic catheter for pulmonary embolism. They were retrospectively analyzed. One patient developed a lung hematoma as a side effect. Additional information solicited from the author states that no additional intervention was performed in response to the pulmonary hematoma and the patient status is recovered.

Manufacturer narrative:
B2 - date of event: the true event date was not reported. The date the article was published was used as an estimate. B5 - describe event or problem: updated. Article citation: saylan b, caliskan t, canoglu k, ulucan ae, yilmaz at. Analysis of pulmonary embolism patients treated with ekosonic endovascular system.turk gogus kalp dama 2020;28(2):301-307.

Event description:
It was reported via literature that a pulmonary hematoma occurred. Between january 2018 and march 2019, a total of 15 patients underwent ultrasound-accelerated thrombolysis using the ekosonic catheter for pulmonary embolism. They were retrospectively analyzed. One patient developed a lung hematoma as a side effect. Additional information solicited from the author states that no additional intervention was performed in response to the pulmonary hematoma and the patient status is recovered. It was further reported by the author that the hematoma is not related to the ekosonic catheter nor the ultrasound procedure. The event has been withdrawn.